Event description:
A hospital facility reported that there had been an internal mix-up of blood glucose strips and a patient was inappropriately treated based on an inaccurate blood glucose reading caused by the mismatch of strips and calibration codes. The patient was an insulin pump user and received an additional insulin injection based on the glucose reading. The patient reportedly suffered a hypoglycemic event and a heart attack and subsequently death following the event. Once the internal mistake was noticed, the meter was recalibrated and used.